Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) of 512mg/dl with no signs or symptoms of hyperglycemia associated with a call service 088 alarm. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Customer technical support (cts) reviewed the pump with the reporter and found that the alarm initially went off six hours prior to the call with cts. There was no indication or allegation of a pump malfunction; the alleged bg excursion was determined to be associated with inadequate response to an appropriately emitted alarm. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.